Manufacturer narrative:
The electorode serial number is (B)(6), with an expiration date of 14-sep-2026. The field service engineer inspected the analyzer and found crystallization and buildup within the electrodes, as well as buildup of urine and serum within the vessel. To resolve this, a comprehensive cleaning was performed on the electrodes, the vessel, the sipper, the aspiration nozzles, the sonic wash station, and the drain port. Fresh reagents were installed, and the system underwent a reset, air purge, and reagent flow path priming, followed by multiple successful ion-selective electrode (ise) checks, calibration, and qc. Final verification was completed through a successful 21-cup precision, mechanical, and operational checks. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable sodium electrode result from one patient sample tested on the cobas pro ise analytical unit. The initial result from the analyzer was 145.6 mmol/l. The repeat result from another analyzer was 135.2 mmol/l. The physician questioned the result, prompting the rerun. The repeat result was deemed correct.